Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2021-00019, 0001822565-2021-00303, 0002648920-2021-00020. Concomitant medical products: stemmed tibial component precoat size 4, item# 00598003702, lot# 63980896. Articular surface regular constraint, item# 90597003014, lot# 63900857. All poly patella standard size, item# 00597206535, lot# 64063435. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is still experiencing pain approximately two years and two months¿ post implantation. The patient received a steroid injection for pain approximately six months after the initial surgery. The patient reported only minor pain relief after the injection. The patient's pain is ongoing after the two year follow up but tolerated without further intervention. There is no additional information at this time.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Joint assist records were provided and reviewed by a health care professional. Review found that at three month follow up patient had pain and received a steroid injection. At one year and two year follow up patient continued to experience moderate pain. Further medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.